Event description:
Spontaneous call pt said her last batch of deo set was not adhering properly to her skin. Asked the pt if this happened before and she said no it only happened with the last batch. Told her we will send her a new batch and if that still is happening to call us to troubleshoot. No lot tracked in dispensing system. Unknown if patient missed a dose or if she had an adverse event. Unknown if product on hand for return. No other information known available. Consent questions was not asked. Reported to cvs/caremark by pt/caregiver.